Manufacturer narrative:
The device history records have been reviewed with special attention to material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned. The balloon size printed on the balloon hub of the catheter identified the returned sample as a 7 mm x 4 cm balloon. The balloon appeared to have been previously inflated. The balloon was examined under microscopic magnification (10x) and the fibers on the distal cone were noted to be unraveled. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting the balloon through the unraveled material; the balloon was unable to inflate. The balloon was stripped of its fibers. A partial circumferential rupture was observed on the distal cone 0.3 cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was inconclusive for the reported pinhole rupture as the balloon was unable to be inflated. However, the investigation was confirmed for a circumferential balloon rupture and unraveled fiber. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current (B)(6) IFU (instructions for use) states: - method for use contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture]. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the left forearm of a calcified lesion, near the anastomosis site, the pta balloon allegedly ruptured during the second inflation at 28 atm with an alleged pinhole rupture. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the left forearm of a calcified lesion, near the anastomosis site, the pta balloon allegedly ruptured during the second inflation at 28 atm with an alleged pinhole rupture. There was no reported patient injury.